Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the keypad was unresponsive. Customer's blood glucose level was 13 mmol/l. Insulin pump will need to be replaced. No additional information provided.